Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There were no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue and resumed insulin.